Event description:
Limited info is available. Facility tech reported that during treatment on a system 1000 hemodialysis machine, air bubbles were observed in the bloodline traveling toward the pt. It was reported that no air was seen between the air detector and the line clamp but only from the venous line clamp to the pt. The bloodline was removed from the air detector and the machine gave an air detection alarm. There was no pt injury or medical intervention reported.